Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) beeped, and the screen turned black with white text. After it "rebooted", staff reports "unexpected controller shutdown" alarm was present. The aic was replaced.

Manufacturer narrative:
Data analysis: console logs aligned with the complaint, showing an unexpected shutdown at approximately 11:08:28 on 04/14, followed by "unexpected shutdown" alarm after the system rebooted. There were no warning signs or precursor events leading up to the shutdown, and no indications of any software failures. After the unexpected shutdown, the console's software automatically restarted and pump was operating at the previous p-level. The aic ic(B)(6) was exchanged with ic(B)(6) within 10 mins of unexpected shutdown alarm was triggered. Device analysis: the console was tested for 100 powercycles in danvers, but the issue could not be reproduced. No unexpected shutdowns or performance issues were observed. A thorough visual inspection of the internal components was conducted, but no physical problems were found. There was no interruption in the supply were detected between the pbm and the 4-in-1 assembly. Root cause: the root cause of the intermittent, unexpected controller shutdown could not be determined, as there was no clear indication of the cause, and the issue could not be reproduced. Corrective actions: before returning the console to the customer, the following actions are instructed to perform: 1. Replace the tested 4-in-1 gen2 assy (5500-0036) as a precaution. 2. Replace the compact flash (2025-0019) as a precaution. 3. Replace the pbm (0042-1025/0042-1125) as a precaution. 4. Perform a full functional check on the console (0042-7316).